Manufacturer narrative:
Combination product: yes, an infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Approximately one month after the implantation, persistent fever led to hospitalization. Blood tests confirmed staphylococcus aureus (mrsa), which was treated with antibiotics. Transferred to another hospital at the end of (B)(6), where a pet scan was performed. Bacterial reactions were found at the pacemaker implantation site and near the superior vena cava (svc), leading to a diagnosis of device infection. On (B)(6), both the main unit and the right ventricular (rv) lead were successfully removed without incident.